Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that 2 months after the dental implant was placed in (B)(6) site #9, loss of osseointegration was verified. Patient presented with type ii bone and implant mobility. Clinician noted poor bone quality; the implant was adjacent to an endodontic tooth. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc after the evaluation was noticed that the item received is different from the item reported.

Event description:
The clinician reported that 2 months after the dental implant was placed in ada site #9, loss of osseointegration was verified. Patient presented with type ii bone and implant mobility. Clinician noted poor bone quality; the implant was adjacent to an endodontic tooth. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.